Manufacturer narrative:
(B)(4).

Event description:
It was reported that an interrupted connection occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be that the mobile device lost power. The reported event of an interrupted connection is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.